Event description:
It was reported that during a cardia cancer resection procedure, after firing the device the anastomosis stoma was fine through observing the stomach canal. One hour after converting the cardia cancer resection procedure with the device, it was found the patient was vomiting blood. Unexpected blood transfusion 400ml. The patient is being observed.